Event description:
(B)(6) reported a performance qualification failed. In brief, a hospital used one of our cannulated screwdrivers, (B)(4), in a performance qualification of their steam sterilizer and the internal temperature at the center of the handle failed to reach 130 degrees celsius, even after 10 minutes, hence, the performance qualification failed. Interestingly, they have made a comment that this is the 3rd year that they have performed this test using this instrument and each time the test has failed. It could possibly be the method that they are using to perform the validation. A copy of an email requesting further information on the method was attached and forwarded. The hospital commented that the color of the screw drivers handle is discoloured, which may indicate some insulation action due to a deterioration/breakdown of the resins in the plastic used in the handle.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.